Event description:
The customer aborted a procedure after having difficulty attaching the distal cover to the endoscope three times. The customer also stated the first distal cover was not on correctly and it interfering with the accessories used during the case. A portion of the cap was was visible on the monitor. The endoscope was removed from the patient and the staff attempted to attach a new distal cover and encountered issues with all three caps. The customer also stated the patient had difficult anatomy to navigate. The customer stated there the forceps elevator could not be elevated. The olympus ess inspected the device and identified no issues. An in-service was provided on properly attaching the distal covers to the endoscope. This event includes 4 reports: (B)(6): tjf-q190v, (B)(4), (B)(6): maj-2315, (B)(6): maj-2315, (B)(6): maj-2315. This report is 1 of 4 for (B)(6): tjf-q190v, (B)(4).

Manufacturer narrative:
The subject device was not returned for evaluation. The legal manufacturer's investigation has been completed. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. The olympus representative confirmed that there was no damage or abnormality at the distal end. Based on the available information, the legal manufacturer was determine the probable cause of the malfunction is the following. A) the three distal covers a, b and c had abnormalities. B) there was a problem with the way the user attached the distal cover. From investigation result 1-3, it was reported that at least the cover a was not attached correctly. The instructions for use (IFU) state: IFU (operation manual) states as follows: 3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Moreover, IFU (operation manual) instructs how to attach distal cover in the following item. 3.5 attaching accessories to the endoscope: attaching the single use distal cover olympus will continue to monitor field performance for this device. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00042. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being submitted to correct the h6 medical device problem code reported on the initial.